Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to an electronic board failure. Additional evaluation findings are as follows: 1.) Appearance defect of the cable; 2.) Air/water leakage. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that the image was lost. The problem occurred during a thyroidectomy procedure. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
Based on the results of the legal manufacturer's investigation, inundation failure of the cabling and charge-coupled device (ccd) was confirmed. Therefore, it was likely that the video did not function properly due to flooding failure of the cabling and ccd, and that the phenomena [no picture] indicated occurred. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon (no image) occurred due to communication failure because of a kink on the cable. Regarding the cable damage the instruction manual identifies the following verbiage, which may help prevent cable damage to occur: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Do not pull out the video plug by pulling the camera cable. Otherwise, equipment damage may occur. Olympus will continue to monitor field performance for this device.